Event description:
This report is based on information provided by philips sales and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating the gel was so sticky that it prevented the customer from using it properly and it stuck to the patient's body making it difficult to clean. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Corrected institution name from n/a to (B)(6) hospital. Corrected institution address line 1 from n/a to (B)(6), corrected city from n/a to (B)(6). Corrected postal from n/a to (B)(6). Reporter phone and reporting institution phone: (B)(6).

Manufacturer narrative:
Previous initial report, should have been marked complete? Yes.

Event description:
This report is based on information provided by philips sales and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating the gel was so sticky that it prevented the customer from using it properly and it stuck to the patient's body making it difficult to clean. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290. Philips sales evaluated the device on site and determined this was a malfunction with the pads, m3713a. The pads were removed from service and discarded. Therefore, the pads were not available for available for investigation. Based on the information available and the testing conducted, the cause of the reported problem was with the pads. However, due to the pads being discarded they were unavailable for further investigation and a root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The pads were removed from service and discarded. Therefore, the pads were not available for available for investigation. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter phone and reporting institution phone: (B)(6).